Event description:
It was reported the programmer does not start up. The programmer will not boot, only to error message ¿a problem has been detected and windows has been shut down¿¿. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer booted up and was able to interrogate. Programmer failed incoming functional testing; xy pcb (printed circuit board) assembly found out of electrical specification. Lem (link electronic module) pcb assembly found out of mechanical specification. (B)(4).